Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvwh11) was returned for investigation. Visual evaluation of the as returned product identified minor signs of wear/damage possibly due to removal process and usage. The device had no apparent malfunction. The device could not be functionally tested for the reported failures (relocation into sinus). Device history record (DHR) review for the lot (64001386) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot (64001386) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did not occur. Additionally, the reported event could not be verified since it is a medical condition and no x-ray or pictorial evidence was available (patient anatomical condition and details of event were nonverifiable).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Premarket identification PMA/510(k) number k013227.

Event description:
Doctor reported the implant did not had primary stability and it migrates to the maxillary sinus, implant was removed. Patient have to return to check the regeneration. Dental site 16.